Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. Customer also reported that the insulin pump was damaged and there was crack on battery compartment however there was no damaged on retainer ring. Customer was treated with manual injection and declined trouble shooting for high blood glucose. The insulin pump will be returned for analysis.